Manufacturer narrative:
Product event summary: the lead was returned in segments. Analysis was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2010-(B)(6), 4196 implantable pacing lead 2010-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high pacing threshold, possible dislodgement and the helix was found to benot fully extended. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.